Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they received error 133.6090.non alaris batt. As found 9.13 sw as left ver 9.13.0 end of life. Return un-repaired the failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 11nov2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6), was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to end of life, return unrepaired. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6), which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Additional information added to: e2, g2 for biomed as health professional. Update g1. A review of the complaint history record was performed for the sn (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. Upon visual inspection the service technician noted that they received error 133.6090.non alaris batt. As found 9.13 sw as left ver 9.13.0 end of life. Return un-repaired the failure code (B)(4) was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was due to end of life, return unrepaired. A review of the device history record showed the device had a manufacture date of (B)(6)2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device failed preventive maintenance. No additional information was provided. There was no patient involvement.